Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had blank display, was getting stuck button alarm with black screen. Customer stated that the display was not blank less than thirty seconds and did not return. Customer stated that the contacts on the battery cap were not missing or damaged. Insert battery alarm was not displayed on the insulin pump screen. Insulin pump was exposed to water. Customer stated that insulin pump received history pointers failed, the history pointers are corrupted alarm. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.

Manufacturer narrative:
Tested with a test p-cap and the test p-cap locked in place properly. Unit passed displacement test, self test, active current measurement, sleep current measurement and keypad voltage test. All buttons function properly. No stuck button alarm noted during testing. No blank display during testing. Stuck button alarm listed in pump history at 05/25/2022 21:55:03.000. Unit successfully downloaded to thump. No pump error 49 alarms noted during test. Verified in the pump history download the pump alarmed pump error 49 on 05/25/2022 21:46:33.000 due to moisture damage. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power anomalies noted during testing or in the pump trace download. Pump was cut opened and moisture damage was noted on pcb1, pcb2, and force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, moisture damage, corroded motor home switch. Pump error 49 was confirmed. Blank display not confirmed, however, moisture damage was noted. Keypad unresponsive/button error alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.